Event description:
It was reported that the insulin pump had a crack running from the display to the battery compartment. No significant events leading to the physical damage were noted. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the liquid crystal display window corners, cracked liquid crystal display window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.